Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. A foley eggshell temp sensing catheter with drainage bag was returned opened without original packaging. Di water was able to pass through the drainage funnel using a slip tip syringe. No occlusion was noted. The catheter was then attached directly to a di water funnel. Water was able to pass through the drainage lumen and no occlusion was noted. Sample met specification. It would pass functional leak testing which states to inspect for "occluded drain eye and weak lumen wall". No root cause could be found because the reported event was unconfirmed. The device history record review and labeling review was not required as the reported event was unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the user experienced issues with placement of the catheters on two occasions where they did not work appropriately; both catheters did not drain after placement resulting in replacement. The patient had three affected trays that were used in cvicu and cicu. Per follow up via email on 16feb21, there were three additional temperature sensing trays affected for a total six from bmcs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user experienced issues with placement of the catheters on two occasions where they did not work appropriately; both catheters did not drain after placement resulting in replacement. The patient had three affected trays that were used in cvicu and cicu. Per follow up via email on 16feb21, there were three additional temperature sensing trays affected for a total six from bmcs."